Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, recurrence, bleeding and dyspareunia. It was reported that patient underwent repair on (B)(6) 2013 due to extreme pain & bleeding. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that the patient underwent the concurrent procedure of a laparoscopic supracervical hysterectomy during mesh implantation. It was reported that following insertion, the patient experienced pain, erosion, infection, urinary problems, recurrence, bleeding and dyspareunia. It was reported that patient underwent repair on (B)(6) 2013 due to extreme pain & bleeding.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that the patient underwent the concurrent procedure of a laparoscopic supracervical hysterectomy during mesh implantation.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.